Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor failed to turn on the compressor motor. After replacement of the capacitor for the motor, the compressor was running as expected and the device was returned back to clinical usage. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for capacitor error has not been established in this investigation.

Event description:
It was reported that the compressor did not switch on. There was no patient involvement. Manufacturer's ref: (B)(4).